Event description:
It was reported to boston scientific corporation that an advanix-naviflex delivery system was to be used in the common bile duct to treat a tight anastamotic stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the black inner sheath was separated from the delivery system. The inner sheath was removed using retrieval forceps and another advanix-naviflex delivery system was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.